Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged after defibrillation threshold (dft) testing had been performed. It was reported that the pocket had been fully closed. The pocket was reopened and the lead was then explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.